Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving a vibratory alert. Upon interrogation, high hv lead impedance was observed. The lead has been capped and replaced on (B)(6) 2017. The patient was stable.